Event description:
International affiliate reports that the screwdriver shaft was engaged in the screw head to back out the screw. Force was applied and the tip of the instrument broke off in the screw head. The broken tip remains in the head of the screw which was implanted. As an unintended portion of the instrument remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. Depuy spine is awaiting return of the screwdriver shaft for evaluation. Events of this nature can occur as the result of the application of atypical force upon the instrument during screw tightening or loosening. A follow up medwatch report will be filed if the evaluation of the returned instrument reveals something other than that which is stated above. Additionally, the screwdriver shaft is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. Furthermore, the specification for the product requires a passivation process which further increases the material's resistance to corrosion. At this time the complaint is considered to be closed.